Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/ catalog number: sc-2218-70, serial number: (B)(4), batch/ lot number: 15720015/16541090, model/ catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was not getting adequate pain relief. The patient underwent an explant procedure. No further information could be obtained.